Event description:
A nurse reported that during a vitrectomy surgery, after the surgeon had completed the majority of the procedure, a system message was displayed and the cutter stopped working. The cutter was replaced, re-primed in water and seemed to work again. However, as soon as the surgeon tried to use it again there was no aspiration or cutting coming from the tip/cutter. The staff was not sure if they could hear the cutting noise during this re-prime. But it did not fail to prime. The surgeon had to remove the remainder with a flute needle to complete the surgery. The patient did not experience any harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).